Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that after the pump support was initiated, there were no wave forms visible on the automated impella controller for the pump. The pump¿s position was verified and it was noted that the impella flows were 0.5 liters per minute and suction alarms were present at all p levels. As a result of the issues, the pump was explanted and replaced with a new impella cp and cannulated for extracorporeal membrane oxygenation. No patient harm was reported in relation to this event. Follow-up efforts were unsuccessful in obtaining additional information, and the final patient outcome is unknown.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary impella cp sn (B)(6) returned pump suction/low pump flow: clinical reported that upon starting the pump suction was triggering at all p-levels. There were also no waveforms observed on the aic, and the pump was getting low flows. The product was returned for investigation and biomaterial was observed inside the cannula. Data logs were not returned, so it cannot be confirmed whether suction alarms were accurately triggering during the case. The pump was run in water, and suction alarms did not reproduce. Flows were within spec, achieving 3.6l/min at p-9. Since data logs were not returned and flow issues did not reproduce during testing, the cause of the suction and reduced flows could not be determined. Optical sensor issue: clinical reported that waveforms were not showing up on the console upon starting the pump. Data logs were not returned so the lack of waveforms during the case cannot be confirmed. The product was returned for investigation and biomaterial was observed inside the cannula. The pumps optical bench parameters where within specifications and it passed light continuity testing. Since data logs were not returned and the pump passed optical signal testing, the cause of the optical signal issue could not be determined. Device history lot device lot number: 1943294 device history batch subcomponent lot: n/a device history review pump sn (B)(6) passed all post sterile inspection criteria.

Manufacturer narrative:
D9 has been updated to reflect product was returned for investigation. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect product was returned and investigation is underway. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.